Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the sleek rx pta catheter products that are cleared in the us. The pro code and 510 k number for the sleek rx pta catheter products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. However, a device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. The balloon inflated with water but did not maintain pressure due to a leak located at the re-port. The balloon deflated successfully. There was no evidence of previous balloon inflation. Three images were also provided for review; however, no conclusions to the reported failure mode could be determined from the files. Therefore, the investigation is confirmed for the reported device aspiration issue and unconfirmed for the balloon deflation issue. The root cause for the reported device aspiration and balloon deflation issues could not be determined based upon the available information received from the field communications, device evaluation and images review. Labeling review: the instructions for use for this litepac rx device was reviewed and the following sections are applicable. Balloon characteristics: individual compliance charts are provided on the package label of each product. The semi-compliant balloon has a 8% ± 4% growth in diameter from nominal to rated burst pressure. All inflations should be viewed under fluoroscopy. The litepac¿ balloons reach their nominal diameter at 6 atm (608 kpa). Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Indications: the litepac¿ pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Contraindications: none known. Warnings: to reduce the potential for vessel damage the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the stenosis. Do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the guiding catheter/introducer sheath. Use only an endoflator or a 20 ml or larger syringe for inflation. Use the catheter prior to the ¿use by¿ date specified on the package. This catheter is not recommended for pressure measurement or fluid injection. Precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Careful attention must be paid to the maintenance of tight catheter connections to avoid the introduction of air into the system. Before removing catheter from the guiding catheter/sheath it is very important that the balloon is completely deflated and all contrast media completely evacuated. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Storage: store in a cool, dark, dry place. Use the catheter prior to the ¿use by¿ date specified on the package. Directions for use: inspection and preparation: remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25% /75%). Attach a stopcock and a 20 ml syringe half filled with the contrast solution to the balloon port. Point the syringe nozzle downward and aspirate until all air is removed from the balloon. Turn the stopcock off and maintain the vacuum in the balloon. Reinserting the balloon into the protective sheath may damage the balloon or catheter. Insertion and inflation: note: when the litepac¿ catheter is in its¿ most distal position on the guidewire a guiding catheter/sheath which is long enough to cover the rapid exchange port must be used. Note: do not advance the guidewire, balloon catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Note: do not inflate the balloon or advance the balloon catheter unless the guidewire is in place. Attach a hemostatic valve to the appropriate guiding catheter/sheath, which has been previously inserted into the vasculature following standard product guidelines. Insert the guidewire (0.014¿ (0.356 mm) max) into the guiding catheter/sheath through the hemostatic valve. Under fluoroscopy, position the guidewire across the lesion in accordance with accepted pta techniques. Make sure that the protective sheath has been removed from the balloon. Back load the guidewire into the distal tip of the balloon catheter. Advance the balloon catheter in small steps to the tip of the guiding catheter/sheath. Re-attach the torque device to the guidewire. Hold the guidewire stationary and advance the balloon catheter over the guidewire and across the stenosis. The radiopaque balloon marker and a low pressure (10 to 20 psi/69 to 138 kpa) balloon inflation should be used to confirm that the indentation caused by the stenosis is centrally located within the balloon segment before proceeding with the dilation. Inflate and deflate the balloon manually by advancing and retracting the plunger of the inflation device. Maintain vacuum on the balloon between dilations by withdrawing the plunger of the inflation device. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of an angioplasty procedure in the carotid artery, the balloon was fully hydrated and the tail end of the balloon was connected with the pressure pump properly. It was further reported that during aspiration at negative pressure, it was found that air was allegedly entering the pressure pump continuously, and the balloon did not enter the state of negative pressure. Furthermore, the balloon allegedly failed to deflate. Reportedly, the surgeon judged that the balloon was damaged and the procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the sleek rx pta catheter products that are cleared in the us. The pro code and 510 k number for the sleek rx pta catheter products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during preparation of an angioplasty procedure, it was reported that during an angioplasty procedure in the carotid artery, the balloon was fully hydrated and the tail end of the balloon was connected with the pressure pump properly. It was further reported that during aspiration at negative pressure, it was found that air was allegedly entering the pressure pump continuously, and the balloon did not enter the state of negative pressure. Furthermore, the balloon allegedly failed to deflate. Reportedly, the surgeon judged that the balloon was damaged and the procedure was completed using another device. There was no patient contact.